Event description:
Physician was performing left selective contralateral angiogram of the sfa (superficial femoral artery) when the tip of the ivus catheter broke off. Attempt was made to retrieve tip without success.